Event description:
Hcp reports the patient presented in 2006 with signs of infected electrodes that included redness, swelling, drainage and leads were seen "coming through skin." The patient provided to the manufacturer in october 2006 that the "leads poked through skin" and following explant of the leads, the patient developed an infection, which was treated and the entire system was removed. The hcp reported that perioperative antibiotics were administered and the patient does not have meningitis. A culture was not obtained from the lead track. The ipg pocket was cultured and the causative organism in the pocket was identified as pseudomonas aeruginosa. Both IV and oral antibiotics were administered and the patient realized total device system explant; the electrodes were explanted 3 days later and the ipg was subsequently removed two months later. The products were retrieved, but have not been returned to the manufacturer for analysis. The infection has reportedly resolved. See MFR report number 3004209178-2006-02416 and 2649622-2006-02418.

Manufacturer narrative:
Concomitant medical products: product ID: 37711, serial#: (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2006, product type: implantable neurostimulator. Product ID: 377845, lot# v003668, implanted: (B)(6) 2006, explanted: (B)(6) 2006, product type: lead. Product ID: 37742, serial#: (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2006, product type: programmer, patient. Product ID: 3708160, serial#: (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2006, product type: extension. Product ID: 3708160, serial#: (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2006, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the leads moved with her first implantable neurostimulator (ins) and the lead poked through the skin causing an infection. The patient noted that her implant had helped her until the leads moved.